Manufacturer narrative:
Failure analysis: 1.transtek failed to get ng sample from user even with the help from teladoc, we do not have the opportunity to conduct further analysis. 2. The potential risks associated with improper battery usage as below: (1)battery leakage may corrode the device components, and if electrolyte leaks into the battery compartment, it could cause short circuits in other normal batteries. (2) the use of any type of rechargeable lithium batteries, especially those of poor quality[?]may easily damage the device. The user manual had mentioned that use only 4 aa alkaline batteries with this device. If the user uses non-standard batteries, it can lead to a short circuit of the device. Corrective action: transtek has communicated with teladoc that the device is to operate only with 4 certified aa alkaline batteries. Teladoc to remind the users regarding the battery use via newsletter. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
The patient reported via email that their blood pressure monitor no longer works since the batteries expanded, likely causing a thermal event. Multiple attempts to contact the member to confirm whether any treatment was performed due to the thermal email, but the attempts were unsuccessful.